Event description:
This report is being filed after the subsequent review of the following journal article: comparative evaluation of 2.0-mm locking plate system vs 2.0-mm nonlocking plate system for mandibular fracture: a prospective randomized study. Singh, v., kumar, I., bhangol, a. (2011) comparative evaluation of 2.0-mm locking plate system vs 2.0-mm nonlocking plate system for mandibular fracture: a prospective randomized study. Int. J. Oral. Maxillofac. Surg. 40: 372-377. This was a prospective randomized clinical study that evaluated the efficacy of a synthes 2.0-mm locking plate/screw system compared with a synthes 2.0-mm non-locking plate/screw system in mandibular fractures between november 2007 and june 2009. Fifty patients (4 females, 46 males, average age 30.04 +/- 8.5 years) were randomly assigned to 2.0-mm locking plates (group a) or 2.0-mm nonlocking plates (group b). Postoperative infection developed in six patients (2 in group a and 4 in group b). The hardware was removed on two fractures (1 in group a and 1 patient in group b because infection did not resolve after local treatment and antibiotics). In group b, the bone plate was found to be loose. In group a, all screws except one were locked to the bone plates at the time of removal. There were also seven complications that were not described. Pain was noted in most of the patients on a scale that was not explained. There were 7 identifiable patients with complications: a (B)(6) male with infection, a (B)(6) male with infection that required plate removal, a (B)(6) male with infection, a (B)(6) male with infection, a (B)(6) female with infection with plate removal, a (B)(6) male with occlusal disturbance, and a (B)(6) male with infection. This report is 1 of 9 for complaint com-(B)(4). This report is for mechanical complications from an unknown quantity of unknown titanium locking or non-locking miniplate system. A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Singh, v., kumar, I., bhangol, a. (2011) comparative evaluation of 2.0-mm locking plate system vs 2.0-mm nonlocking plate system for mandibular fracture: a prospective randomized study. Int. J. Oral. Maxillofac. Surg. 40: 372-377. This report is for an unknown quantity of unknown titanium locking or non-locking miniplate system. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.